Event description:
Titanium marker put in breast. What a mess. My life has become pain all the time on right side of chest, can't lift with right arm, fever, chills. I was walking 6 miles a day. One week after marker was put in, I can't walk at all. Please someone look into these markers.